Manufacturer narrative:
The date the event occurred is unk as this information has not been provided. Based on information provided, it cannot be determined that the alleged seroma or dehiscence is related to negative pressure wound therapy. It is unclear from the information provided what medical or surgical intervention was performed for the alleged seroma. Kci has not been able to obtain sufficient information to establish a root cause. On (B)(6) 2014 it was reported that the surgeon did not reapproximate the dehiscence incision line prior to placing the prevena customizable dressing with the infov.a.c. Unit, and "dehiscence closed after the v.a.c. Therapy."

Event description:
The following information was reported to kci by (B)(6): a prevena customizable kit was applied to a patient post endometrial cancer with a 45-50 cm incision line. On an unk date, and ultrasound was performed, and no excess fluid accumulation was observed. After six days, the surgeon removed prevena therapy and allegedly observed a 10 cm wound dehiscence in the incision line. "Due to the fact that the seroma was coming from the 10 cm dehiscence, the surgeon decided to apply a second prevena on the incision line." Approximately 40 cc of fluid was drained from the seroma. "The second prevena customizable dressing was applied with an infov.a.c. Unit." The second prevena customizable dressing used with an infov.a.c. Unit was removed after five days. During this second placement "there was no exudates in the canister for five days. There was a dehiscence under the patient's umbilicus. The surgeon decided to apply v.a.c. Therapy to this patient." On (B)(6) 2014 the following information was reported to kci by (B)(6): the wound was debrided, v/a/c/ veraflo therapy was applied and systemic antibiotics were continued. "When sutures open after reuse of second prevena, they applied v.a.c. Veraflo therapy with two dressing changes. After v.a.c. Veraflo therapy, subcutaneous tissue approximated with number 1 vicryl and skin sutured with 3/0 prolene. The patient was discharged and general health condition is good." Dates no provided. On (B)(6) 2014 it was noted that all of the sutures were removed. On (B)(6) 2014 it was reported by the (B)(6) representative that the caregivers claimed dehiscence occurred after the first application of prevena. The device's serial or lot number was not provided; therefore, kci cannot conduct a device evaluation of the unit.